Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 501 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with a bolus after a complete set change. The customer stated that they had issues with leaks with the past 2 sets. The customer was assisted with trouble shooting and but found no bent cannulas. The customer stated that they will call back if the issue persists. The customer returned the product for analysis.